Event description:
The implant failed due to infection and poor oral hygiene. The implant was placed at #17 and removed after 6 months. Fixture was placed with primary closure. Moderate oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.